Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus for esophageal ligation to stop bleeding during a procedure performed on (B)(6) 2021. During the procedure, the fixation line of the device was fractured. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Block h6: medical device code a0401 captures the reportable event of fixation line of the device was fractured. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Additional information: b5 (describe event or problem), e1 (initial reporter zip/post code), d7a (sud reprocessed and reused), h8 (usage of device), h10 (additional MFR narrative)

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus for esophageal ligation to stop bleeding during a procedure performed on november 22, 2021.during the procedure, the fixation line of the device was fractured.no patient complications have been reported as a result of this event.boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.***additional information received on december 15, 2021***it was reported that the procedure was completed with a different device.